Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented for an unrelated device change-out due to the advisory, increased capture threshold was observed after the lead was connected to the replacement device. The lead port was flushed and the lead was reconnected. The patient was fine in the recovery room.